Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The pump was reset and the reported issue was resolved.